Event description:
It was reported that on (B)(6) 2024 the depth gauge was measuring all screws 4mm too short. There was 5 minutes surgery delayed due to the reported event. Screw was swapped out for an appropriate length implant.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the tip of the depth gauge for lckng scrs to 100 is lightly bent, and the hook at the tip is at a more open angle, which causes the measurement of the tip length to reach the maximum allowed limit but still within the acceptable range. The observed condition of bent was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was performed and met specifications. A functional evaluation was performed where the slider slide without problems over the body. The overall complaint was confirmed as the observed condition of the depth gauge for lckng scrs to 100 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following drawings reflecting the current and manufactured revisions were reviewed: 03_010_072, rev. H current / rev. D manufactured. Device used: mitutoyo digimatic caliper ID# (B)(4). Device history lot part # 03.010.072 lot # 1699089 manufacturing site: werk hagendorf release to warehouse date: 20 june 2007 expiration date: n/a supplier: n/a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.